Event description:
Edwards received notification that the patient expired on the day of surgery.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 23mm bioprosthetic aortic valve was explanted after an implant duration of approximately nine (9) months and five (5) days due to endocarditis. As per medical documents received, indication for this surgery was endocarditis of the mitral valve associated with endocarditis of the bioprosthetic aortic valve and tricuspid regurgitation. At explant, the biological tissue has "some sort of granulation tissue on the edges (infection?)". There were no signs of abscess or vegetation. The valve was explanted and replaced another edwards bioprosthetic aortic valve. Additional procedures performed during this surgery were reconstruction of the aortic annulus with a pericardial patch (small gap under the noncoronary left commissure), complex mitral valve repair with reconstruction of the anterior mitral valve leaflet with a pericardial patch, annuloplasty with a 28mm edwards annuloplasty ring with posterior commissuroplasty and closure of p3 to a3 and tricuspid valve repair with a non-edwards ring. All three valves were tested and worked fine. Once the decannulation was performed, the patient started to have some pulmonary edema. The patient was sent to the cardiac surgery intensive care unit with a balloon pump in, but unstable with maximum medical therapy. Due to the expressed will of the patient not willing to do any extreme measures plus patient´s age and endocarditis situation, it was decided not to place the ECMO. The patient expired on the same day of the surgery.

Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a bioprosthetic aortic valve was explanted after an implant duration of approximately nine (9) months and five (5) days due to unknown reasons. Another edwards aortic surgical valve was implanted in replacement. No additional information was provided.